Event description:
It was reported that implant detect did not complete for the cardiac resynchronization therapy-pacing (crt-p) device post implant, although all three lead measurements were good. Therefore detection was manually completed and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.